Event description:
This report was prepared pursuant to the requirements of the smda, is inadmissable as evidence, and is not an admission of liability. During the performance of circumcision by pediatrician using a mogen circumcision clamp the distal third of glans penis was amputated. Emergency surgery was performed on 6/29/1998 by a urologist: reanastomosis of distal third of glans penis and urethral anastomosis of small segment of distal urethra at the fossa navicularis.